Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 40 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer experienced symptoms such dizzy. The customer was treated with food. Customer reported customer did not believe insulin pump was over-delivering. The device will not be returned for analysis.